Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). A supplemental report will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that there had been a fluid leak during the previous treatment. When he noticed the leak he disconnected from treatment and completed with manual exchanges. During follow up the patient's pd nurse confirmed there was no infection or adverse event associated with the event. The nurse confirmed that the cassette was discarded and would not be available for investigation.